Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10178. The patient ((B)(6)) has a dbs system which includes two leads from different lots. It was reported when the dbs system was initially turned on, all but the first contact of each lead had high impedances. The patient was subsequently programmed utilizing both of the first contacts. Further investigation identified that the patient suffers from dystonia; therefore, it is difficult to know if the effective therapy is being provided with the current programming. In addition, x-rays were taken, but the results were inconclusive as there were no anomalies visible. It was noted there will be no further intervention planned until the therapeutic result can be assessed.